Manufacturer narrative:
This product has not been returned to microline inc for a product investigation. We tried multiple times to get more information from the user facility and were unsuccessful.

Event description:
During a surgical procedure the patient experience a burning sensation from the renew handpiece.